Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to the lens rotating. In a f/u, the surgeon reported that during the initial surgical procedure, the lens was placed at 100 degrees. The pt presented approx one month later reporting decreased visual acuity. On examination, the lens was noted to be rotated to 80 degrees. The lens was exchanged and the event resolved following this procedure. The surgeon reported the haptics were cut since they were stuck to the capsular bag and the new iol implanted. The surgeon reported the use of an unapproved viscoelastic during the initial surgical procedure.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional info was provided, which indicated an approved cartridge was used with an approved handpiece; however, an unapproved viscoelastic was used. Not enough info was provided to conduct a review on the cartridge. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was received on (B)(4) 2013. (B)(4).